Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some skin erosion around the device pocket. The device had not breached the skin. The physician decided to move the device from subpectoral to submuscular to prevent future issues. The device remains in use. No further patient complications have been reported as a result of this event.